Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial#: (B)(4), product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that since implant their battery moves all of the time and sometimes it goes sideways. Beginning the other day they were having trouble at night because their foot was killing them so they thought they would adjust the stimulation to help. They usually don¿t change the stimulation but when they tried to change the settings it wouldn¿t adjust anything. The patient also noted that they usually can connect but now they cannot. The patient was redirected to follow up with their healthcare professional (hcp). Additional information was received from the manufacture representative (rep) on (B)(6) 2017. The rep met with the patient to review their lack of therapy. The rep ran the impedances at 0.7 and 1.5 volts with all values being greater than 10,000 ohms and 20,000 ohms respectively. Group impedance results were greater than 4 ,000 ohms. The rep was notified of the movement of the ins in the pocket on the day of the report. The rep stated that the information seems consistent with the possibility that the leads are broken or have been pulled from the header block. The rep would follow up with the hcp. It was noted that the lack of therapy began about a week ago. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that all they know is that the patient¿s leads are fractured, and dislodged from the header block. This was due to the patient¿s fall that was previously reported. They stated that plan is to replace the patient¿s entire system to address the issues. A new surgical pocket will be created for the ins, to ensure the migration issue won¿t happen going forward. No further complications were reported.

Manufacturer narrative:
(B)(4). Product ID 39565-30 lot# serial# (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-08-19. It was reported the patient has had 4 surgeries since 2016. The patient reported the ins is flipping. The patient stated the healthcare provider (hcp) said the stitches are top and bottom and not side to side. The patient states she can move ins back in place. No further complications were reported/anticipated.